Event description:
It was reported by the physician that the patient had passed away. The physician is not sure of the cause of death and says they were not given much information but does believe it was likely due to seizures/sudep. No additional relevant information has been received to date.